Event description:
It was reported that a patient was implanted with an intramedullary nail on (B)(6) 2013. It was noted that the patient is totally non-compliant and thrashes around. It was also reported that the spiral blade, nail and a 4.0mm screw placed below the blade all pulled out of the humeral head. The patient returned to the o.r. On (B)(6) 2013 for removal of the nail and revision to a hemiarthroplasty with a long stem and cemented competitor product. The surgery was successfully completed. This is report 4 of 5 for complaint #(B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.